Manufacturer narrative:
It was reported that xray was performed and radiology and operative reports indicate the retained portion of the needle was seen projecting next to the inner border of the right iliac bone and noted by the surgeon to be in the tissue in the area of the uterosacral ligament. A visual and manual exploration failed to retrieve the broken end of the needle. It was reported that it was deemed to be in the best interest of the patient to avoid possible injury to the nerve and artery to not explore further and leave the embedded needle in place. Approximately 15 mm piece is retained in the patient. The patient was discharged in stable condition.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a vaginal prolapse repair procedure on (B)(6) 2014 and suture was used. While suturing, a popping sound was heard. The needle holder was removed and the needle from the device was found to have broken. The broken part of the needle was not recovered. Additional information was requested.